Event description:
A patient was induced with anesthesia and intubated with a 7.0 rusch endotracheal tube (ett) supplied by teleflex. The surgeon proceeded with a spinal surgery. Midway through the procedure the patient was oxygenating well but ventilation was limited by elevated peak pressures and inability to achieve adequate tidal volumes (<200cc/breath). Bronchospasm suspected and 3x puffs albuterol administered, inhaled anesthetic uptitrated, and 20mcg epinephrine administered. Leak test was run on vent machine, patient briefly disconnected from vent machine and hand-bagged and re-connected once leak test was passed. Given persistent elevated peak pressures and difficulty achieving adequate tidal volumes, kinked ett suspected and decision made to flip patient back to supine to assess ett appropriately. Abg sent off and cxr obtained after flipping. Patient's ett suctioned with small catheter and bronched which was unremarkable and negative for mainstem. Ett assessed and showed kinking at the mouth. Decision made to re-intubated with shiley et to avoid re-kinking. Ett that was removed showed bend in it from kinking.